Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1720. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was unavailable. A functional check was performed and the reported issue was confirmed. The pump was found to be displaying "1720" error code alarm message on power up during the investigation. The defective back up capacitor will be replaced to resolve the issue.